Event description:
It was reported that the patient experienced a inflatable penile prosthesis(ipp)cylinder replacement due to a cylinder aneurysm and puncture. The left cylinder was tried and not used. A patient outcome was not reported. Additional information received that the aneurysm was in the device itself. The right cylinder was replaced and the left cylinder was not used. The patient outcome was reported to be well.

Manufacturer narrative:
Malfunction was reported. The ams700 cylinder was visually inspected and functionally tested. No leak was found. One cylinder had a bulge when inflated. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 176305 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. System components: model: 72404014, lot sn: (B)(6), mfg date: (B)(6) 2019, exp date: 01/15/2024, gtin: (B)(4).

Manufacturer narrative:
System components: model- 72404014, lot sn- (B)(4), mfg date- 01/16/2019 , exp date- 01/15/2024, (B)(4).

Event description:
It was reported that the patient experienced a inflatable penile prosthesis(ipp)cylinder replacement due to a cylinder aneurysm and puncture. The left cylinder was tried and not used. A patient outcome was not reported. Additional information received that the aneurysm was in the device itself. The right cylinder was replaced and the left cylinder was not used. The patient outcome was reported to be well.